Event description:
A medtronic representative reported a surgeon alleged that while in a t8-l1 spine fusion procedure, all instrumentation was 2mm inaccurate at the l1 level. The first o-arm 1000 imaging system spin for the procedure was accurate. A second o-arm spin was required as the l1 level was not visible in the first scan. The reference frame was placed at t7 for both spins. Screw placement at l1 was abandoned for the procedure. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon finished the procedure with not putting screws in l1, just rods. No harm to patient reported. Parts have not been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative reported additional event details in that the first o-arm spin was taken, screws placed, then second o-arm spin taken and inaccuracy noted. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.